Event description:
It was reported that approximately 21 months post implant of a bifurcated device, and suprarenal aortic extensions, a follow up computed tomography scan revealed a distal endoleak. The patient was treated with additional limb extensions which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and operative images were provided for clinical assessment by internal medical director with this impression: the reported event is confirmed ; the endoleak is most probably a result of anatomical remolding over time. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.